Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and sjogren's syndrome ("sjogren's disease") in a 54-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, uterine bleeding, genital disorder female and premenstrual syndrome. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menopause ("menopause"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), sjogren's syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), endometriosis ("adhesions endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of essure.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and weight increased had resolved and the menopause, female sexual dysfunction, sjogren's syndrome, dysmenorrhoea, dyspareunia, fatigue, dysfunctional uterine bleeding, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menopause, menorrhagia, pelvic pain, sjogren's syndrome, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: in 2009; uterus had a lot of cyst and afraid she had developed cancer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 30-mar-2018: the pfs and medical record received:the event menopause,abnormal bleeding (vaginal, menorrhagia, apareunia, sjogen's disease, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain,dub. Adhesions endometriosis,abdominal pain added.events outcome, reporters, medical history, concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and sjogren's syndrome ("sjogren's disease/autoimmune disorder-type: sjogren's disease") in a 54-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia (not recovered prior to essure), gerd, fibroids, haemorrhagic cyst, irritable bowel syndrome and genital disorder female. Concurrent conditions included overweight, uterine bleeding, genital disorder female, premenstrual syndrome, hypothyroidism, pelvic adhesions, dysfunctional uterine bleeding, menses irregular and constipation. Concomitant products included calcium, celecoxib (celebrex), cyclobenzaprine hydrochloride (flexeril), levothyroxine and omeprazole (prilosec). In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), menopause ("menopause"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/apreunia (female sexual dysfunction)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), endometriosis ("adhesions endometriosis/other injury or complications describe: adhesions, endometriosis"), abdominal pain ("abdominal pain"), adhesion ("other injury or complications describe: adhesions, endometriosis"), weight decreased ("weight loss") and fibromyalgia ("autoimmune disorder-fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and weight increased had resolved and the sjogren's syndrome, menopause, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, dysfunctional uterine bleeding, endometriosis, abdominal pain, adhesion, weight decreased and fibromyalgia outcome was unknown. The reporter considered abdominal pain, adhesion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, menopause, menorrhagia, pelvic pain, sjogren's syndrome, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: in 2009; uterus had a lot of cyst and afraid she had developed cancer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Adhesion and weight loss were added. Patient's medical history was added. I incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), sjogren's syndrome ("sjogren's disease/autoimmune disorder-type: sjogren's disease") and haemorrhagic ovarian cyst ("right ovary hemorrhagic cyst") in a 54-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia (not recovered prior to essure), gerd, fibroids, haemorrhagic cyst, irritable bowel syndrome and genital disorder female. Concurrent conditions included overweight, uterine bleeding, genital disorder female, premenstrual syndrome, hypothyroidism, pelvic adhesions, dysfunctional uterine bleeding, menses irregular and constipation. Concomitant products included calcium since (B)(6) 2009, celecoxib (celebrex), cyclobenzaprine hydrochloride (flexeril), levothyroxine and omeprazole (prilosec). In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), menopause ("menopause"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/apreunia (female sexual dysfunction)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), endometriosis ("adhesions endometriosis/other injury or complications describe: adhesions, endometriosis"), abdominal pain ("abdominal pain"), adhesion ("other injury or complications describe: adhesions, endometriosis"), weight decreased ("weight loss"), fibromyalgia ("autoimmune disorder-fibromyalgia"), endometrial thickening ("thickened endometrium"), uterine leiomyoma ("other injury (ies) or complication (s) please describe: fibroids/uterus was full of lumps."), haemorrhagic ovarian cyst (seriousness criterion medically significant) and polycystic ovaries ("multiple left ovary cysts per ultrasound"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain had resolved and the sjogren's syndrome, menopause, female sexual dysfunction, dyspareunia, fatigue, dysfunctional uterine bleeding, endometriosis, adhesion, weight decreased, fibromyalgia, endometrial thickening, uterine leiomyoma, haemorrhagic ovarian cyst and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, adhesion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial thickening, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, menopause, menorrhagia, pelvic pain, polycystic ovaries, sjogren's syndrome, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: in 2009; uterus had a lot of cyst/lumps in pap smear and afraid she had developed cancer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in 2004: total bilateral occlusion on an unspecified date essure confirmation done which showed as implant was successful. Anteverted uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 11-oct-2018: correction due to discrepancy between coding action item and match point coder query:: the event "ovarian cyst" specified as "polycystic overy ". Pt changed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), sjogren's syndrome ("sjogren's disease/autoimmune disorder-type: sjogren's disease") and haemorrhagic ovarian cyst ("right ovary hemorrhagic cyst") in a 54-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia (not recovered prior to essure), gerd, fibroids, haemorrhagic cyst, irritable bowel syndrome and genital disorder female. Concurrent conditions included overweight, uterine bleeding, genital disorder female, premenstrual syndrome, hypothyroidism, pelvic adhesions, dysfunctional uterine bleeding, menses irregular and constipation. Concomitant products included calcium since (B)(6) 2009, celecoxib (celebrex), cyclobenzaprine hydrochloride (flexeril), levothyroxine and omeprazole (prilosec). In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), menopause ("menopause"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia/apreunia (female sexual dysfunction)"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), endometriosis ("adhesions endometriosis/other injury or complications describe: adhesions, endometriosis"), abdominal pain ("abdominal pain"), adhesion ("other injury or complications describe: adhesions, endometriosis"), weight decreased ("weight loss"), fibromyalgia ("autoimmune disorder-fibromyalgia"), endometrial thickening ("thickened endometrium"), uterine leiomyoma ("other injury (ies) or complication (s) please describe: fibroids/uterus was full of lumps."), haemorrhagic ovarian cyst (seriousness criterion medically significant) and ovarian cyst ("multiple left ovary cysts per ultrasound"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, weight increased and abdominal pain had resolved and the sjogren's syndrome, menopause, female sexual dysfunction, dyspareunia, fatigue, dysfunctional uterine bleeding, endometriosis, adhesion, weight decreased, fibromyalgia, endometrial thickening, uterine leiomyoma, haemorrhagic ovarian cyst and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adhesion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometrial thickening, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, haemorrhagic ovarian cyst, menopause, menorrhagia, ovarian cyst, pelvic pain, sjogren's syndrome, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: in 2009; uterus had a lot of cyst/lumps in pap smear and afraid she had developed cancer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in 2004: total bilateral occlusion on an unspecified date essure confirmation done which showed as implant was successful. Anteverted uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received: new events: uterine leiomyoma, haemorrhagic ovarian cyst, endometrial thickening, ovarian cyst added and previously reported events dysmenorrhoea and abdominal pain outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure.). Essure (ess205) was removed in 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.